Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 2/28/2020. Device evaluation: visual inspection with the unaided eye revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant, and a detached haptic was observed (detached haptic was not received). Additionally, viscoelastic residue was observed on the optic body and haptics. The lens was cleaned, and no cosmetic defects were observed on the remaining haptic. Dimensional inspection was performed for haptic width of the one remaining haptic, which measured within specifications. Based on the condition of the return lens, no further product evaluation (visual inspection of optic body, and additional dimensional inspection) could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a bent/broken haptic when inserting into the eye. The lens was fully inserted and removed requiring incision enlargement. The replacement lens was the same model and same diopter. The patient has recovered. No additional information was provided.